Manufacturer narrative:
Second inj on (B)(6) 2017.

Event description:
This unsolicited case from (B)(6) was received on (B)(4) 2017 from a patient. This case concerns a (B)(6) years old male patient who received treatment with synvisc one injection and later after unknown latency had inflammatory reaction and cannot walk. No relevant medical history, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra- articular synvisc one injection, 1 dosage form, once (batch/lot and expiration date not provided) in right knee for chondropathy. On (B)(6) 2017, patient received second synvisc one injection in left knee for chondropathy. On (B)(6) 2017, after unknown latency, patient experienced an inflammatory reaction; right knee swelling then left knee swelling. The patient required crutches and could not walk anymore (onset date: (B)(6) 2017; latency: unknown). No further information was provided. Corrective treatment: not reported for inflammatory reaction and crutches for cannot walk. Outcome: unknown for cannot walk and not recovered for inflammatory reaction. (B)(4) imputability: (B)(4) for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: disability for both events. Additional information was received on 10-jul-2017. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 10-jul-2017: the follow up information received does not change previous case assessment. This case concerns a patient who received treatment with synvisc one and later experienced knee swelling, inflammatory reaction and was unable to walk. On the basis of temporal relationship and clinical course causal role of suspect product cannot be excluded in occurrence of the event. However, patient's underlying condition of chondropathy is a confounding factor for the events. Also, due to lack of information regarding medical history, concomitant medications and past drugs complete medical assessment of the case is difficult.

Manufacturer narrative:
Second inj on (B)(6) 2017.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from a patient. This case concerns a (B)(6) years old male patient who received treatment with synvisc one injection and later after unknown latency had inflammatory reaction and cannot walk. No relevant medical history, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra- articular synvisc one injection, 1 dosage form, once (batch/lot and expiration date not provided) in right knee for chondropathy. On (B)(6) 2017, patient received second synvisc one injection in left knee for chondropathy. On (B)(6) 2017, after unknown latency, patient experienced an inflammatory reaction; right knee swelling then left knee swelling. The patient required crutches and could not walk anymore (onset date: (B)(6) 2017; latency: unknown). No further information was provided. Corrective treatment: not reported for inflammatory reaction and crutches for cannot walk. Outcome: unknown for cannot walk and not recovered for inflammatory reaction. French imputability: (B)(4) for both events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: disability for both events. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a patient who received treatment with synvisc one and later experienced knee swelling, inflammatory reaction and was unable to walk. On the basis of temporal relationship and clinical course causal role of suspect product cannot be excluded in occurrence of the event. However, due to lack of information regarding medical history, concomitant medications and past drugs complete medical assessment of the case is difficult.